Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip, cracked lcd window and broken belt clip slot.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they had to push the buttons 4-5 times otherwise the buttons do not work. The customer took out the battery and put in a new (B)(6) battery, 3-4 hours later the customer had the same problem. The customer stated that the buttons did not properly. No further information was provided.